Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 700 mg/dl. Customer had symptom of nausea and vomiting. Customer was hospitalized due to diabetic ketoacidosis. Customer was put in the intensive care unit and was treated with insulin drip and injections. Customer was wearing insulin pump at the time of hospitalization and continued wearing it during hospitalization due to difficulty in bringing blood glucose down.